Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction with a pump that would not turn off, causing channel c failure, was neither confirmed nor reproduced. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. The user interface module software version of this pump is vista minor (5.03.00). A service history review revealed that this device has not been previously sent into service for the reported condition of pump would not turn off causing channel c failure. A device history review was also performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of a channel c failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the critical care unit. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.